Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. The lot number (4979196) was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to available information, this device was explanted and replaced due to a leak in the system. No other adverse patient effects were reported.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on the shorter exhaust tube and the inlet tube of the pump. A separation was noted on the longer exhaust tube of the pump near the strain relief. This is a site of leakage. A crease mark was noted opposite to the separation, indicating the tube had been kinked onto itself. Abrasion was noted on the exhausting tubing of both cylinder 1 and cylinder 2. No functional abnormalities were noted with neither cylinder 1 nor cylinder 2. Based on examination of the returned product, it was concluded that the abrasion marks noted on the shorted exhaust tube and inlet tube matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then most likely caused the longer exhaust tube to be kinked backwards onto itself and abrade enough to cause a separation. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.